Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. (B)(4).

Event description:
It was reported that during an atrial fibrillation procedure after performing brockenbrough method, the physician started mapping the left atrium. It was observed that the patient's blood pressure was continuously lowering. Cardiac tamponade was confirmed using echo. An open chest surgery was performed as volume of bleeding was over one liter. Patient became unconscious. After drainage, patient's blood pressure has increased and became conscious and stable. The procedure was cancelled because of the tamponade. Patient was given a medical therapy instead of rescheduled procedure. Patient needed to stay in the hospital for seven days. Patient is in stable condition and prognosis is satisfactory. The physician commented that the event might be caused by excess manipulation of the catheter within the atrial appendage.